Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 6mm halfunit 10bag experienced scale marking issues which were noted during use. The following information was provided by the initial reporter: material no. 324910 batch no. 7156941. Verbatim: parent of child patient reported finding syringes with the first line starting closer to needle and some further from needle. Child was not affected by first line having different starting points when administering medication. Did not see doctor regarding issue with scale markings/lines with varying starting points, stated "someone could be affected by markings being off." She could misdose if she's not careful.

Manufacturer narrative:
Investigation: customer returned twenty (20) loose 31g x 6mm, 0.3ml bd insulin syringes from lot 7156941. Consumer reported finding syringes with the first line starting closer to needle and some further from needle. All 20 returned samples were examined, then tested for scale positioning using a 0.3ml plug gauge: six samples fell out of the accepted range on the plug gauge. A review of the device history record was completed for batch # 7156941 all inspections were performed per the applicable operations qc specifications. There were five (5) notifications [(B)(4)] noted that did not pertain to the complaint. For scale accuracy, check by using plug gauge for visual inspection to determine if scale is in correct location. If accuracy on barrel is questionable, perform volumetric test. A visual evaluation of the syringes using a plug gauge (gauge# 40010320) determined the scale is in the correct location for (14) of the syringes. (6) syringes were questionable with the use of the plug gauge, so volumetric testing was performed on those (6) syringes and were in the acceptable limits. These meet the requirements of iso 8537. Acceptable limits per qc700450 rev 41: volumes are measured at the 10 and 30 unit scale lines. Per the chart in section 6.5 of qc700450, specification for volumes at the 10 unit scale line are between 0.0933 and 0.1063 grams. Specification for volumes at the 30 unit scale line are between 0.2843 and 0.3143 grams. Actual volumetric results from complaint: using scale #13716: syringe #1: 10 units 0.1049 grams 30 units 0.2985 grams. Syringe #2: 10 units 0.1029 grams 30 units 0.298 grams. Syringe #3: 10 units 0.103 grams 30 units 0.295 grams. Syringe #4: 10 units 0.1013 grams 30 units 0.2962 grams. Syringe #5: 10 units 0.1037 grams 30 units 0.2962 grams. Syringe #6: 10 units 0.1043 grams 30 units 0.2968 grams. The reported defect was not confirmed in holdrege as all syringes were within the specified limits, therefore no investigation is required."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.3 ml 31ga 6 mm half unit 10bag experienced scale marking issues which were noted during use. The following information was provided by the initial reporter: material no. 324910, batch no. 7156941. Verbatim: parent of child patient reported finding syringes with the first line starting closer to needle and some further from needle. Child was not affected by first line having different starting points when administering medication. Did not see doctor regarding issue with scale markings/lines with varying starting points, stated "someone could be affected by markings being off." She could misdose if she's not careful.